Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of dissection and angina are known observed and potential adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that post stenting procedure of the right coronary artery (rca), after implanting a 3.0 x 15 mm promus stent, a distal edge dissection was noted. Post stent angiography looked fine and the guide wire was removed and the procedure completed; however, the patient felt chest pain and a second angiogram revealed a dissection which was treated with a 3.0 x 12 mm non-abbott stent. The patient tolerated the procedure well and was discharged. No additional information was provided.